Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, wall adapter, and alternative cables and adapters, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label within 10 days.